Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. A qualified field service engineer evaluated the system based on the customer complaint. The field service engineer discovered physical damage to the transducer, specifically the transducer's lens causing the failed electrical safety test. The customer's complaint was addressed by replacing the transducer. After replacing the transducer, all transducer and system functional tests passed and no additional repair or analysis action was required. The investigation confirmed there was damage where the lens was gouged and other areas that contain scratches which are consistent with accidental user damage. No further similar issues have been reported by the customer post repair.

Event description:
It was reported that a c10-3v transducer had failed the electrical safety test and had lens damage. This transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow-up report will be submitted.